Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Manufacturer narrative:
No device associated with this report was received for examination. A search of the complaint database found no additional related reports for the lot code 3589739. A search of the complaint database search finds one additional reported incident against lot code 316980 since its release for distribution; however, a review of the device history records did not reveal any related manufacturing anomalies. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Pfs and medical records received. This complaint is legal. The patient was revised on (B)(6) 2014 for increased ions, discomfort, and dislocations the revision confirmed dislocations. There was also impingement noted, but it was caused by soft tissues. The revision operative note also noted a psuedotumor during the first revision. This is documented in (B)(4).